Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer had issues with arm 1. Isi technical support engineer (tse) reviewed logs and noted error 23003 pointing to a joint position issue with the patient side manipulator (psm1) on axis 5. The customer swing in arm 3 in place of arm 1 and continued to complete the procedure as planned. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replicated error 323203 and noted extensive cable damage on the patient side manipulator (psm). Fse replaced the psm. The system was tested and verified as ready for use. Isi received the psm involved with this complaint and completed the device evaluation. Failure analysis investigation replicated the reported complaint on the psm. The upper pulley mechanical cable will be replaced as a fix.